Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the controller boards and interface board were defective. A field service engineer replaced both the drawer controller boards and the drawer interface board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, drawers were not detected on the bus. The customer indicated that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.